Manufacturer narrative:
Product analysis: the device has been returned and analysis is in progress. A supplemental report will be filed upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 5 months post implant of this aortic bioprosthetic valve, inflammation was observed at the base of the aortic valve. Thrombus and/or pannus material was adhered on two valve leaflets. The patient had takayasu's disease and this was reported as the cause of the inflammation. The valve was explanted and replaced with a non-medtronic device. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the sewing cuff appeared damaged, likely occurring during the explant process. All leaflets were in the closed position with slight gaps between all free margins. Thick, thrombotic-appearing growth filled and stiffened the outflow of leaflet 1 and leaflet 3, resulting in restricted leaflet movement. Thrombotic-appearing growth partially filled the outflow of leaflet 2, which remained pliable. All commissures appeared intact. Tan thrombotic-appearing host tissue filled and stiffened the outflow of leaflet 1, leaflet 3, and to a lesser extent, leaflet 2. A thin layer of glistening off-white host growth was observed on the inflow margin of attachment. A pledget remained attached to the sewing cuff adjacent to leaflet 2 with an attached pannus remnant. Radiography did not reveal calcification on the returned valve. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The patient's pre-existing condition of takayasu's disease is known to increase vascular inflammation, and this inflammation causes changes over time in these arteries, including thickening, narrowing, and scarring. Thrombotic growth would be a side effect from the damage to the vascular system, increasing the clots to resolve wounds occurring from the patient's own immune system. E1: facility name updated h3: device evaluated? Updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.